Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the cannula of the infusion set was twisted and had not been inserted in the patients body. No adverse event was reported. The infusion set was requested to be returned for product evaluation.